Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of separation failure was not confirmed. The leadless pacemaker was returned for analysis. Visual inspection found no anomaly on the helix. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Related manufacturer reference number: 2017865-2025-12473. It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) failed to release from the delivery catheter. A new lp and delivery catheter were attempted which failed to release. A third lp was successfully implanted using a new delivery catheter. The patient was in stable condition.